Manufacturer narrative:
The event occurred in (B)(4). This medwatch report is for the suspect device used in the aviva combo system (lot number 202894, expiration date 01/31/2012). Reference medwatch report with patient identifier (B)(4) for the suspect device used in the aviva nano system.

Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: hi (greater then 600 mg/dl), 13 mg/dl, and 158 mg/dl. A result of 123 mg was also obtained on the customer's aviva nano system within 10 minutes of the results obtained from the aviva combo. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.